Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) stenosed target lesion was located in a severely calcified and moderately tortuous superficial femoral artery. A 3.0mmx40mmx135cm (4f) sterling catheter balloon was selected to pre-dilate the lesion. Upon first inflation, the balloon ruptured at unknown atmospheres. The device was retrieved intact. The procedure was not completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).